Event description:
Customer called lfs on 9/17/02 alleging their ot ultra meter would not power on. The issue was unresolved with troubleshooting. The customer did not experience any adverse event, but pt did state that they felt unsafe. The meter has been replaced for the customer.